Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were alleging the insulin pump for under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that retainer ring was staying in place but when he touches the ring it moves very slightly. The insulin pump will not be returned for analysis.